Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that they were not made aware of the swelling. Patient stated that they got migraine and was getting better. Headache was due to migraine. Symptoms of retention, swelling and headache had been resolved. There were no urine culture since (B)(6) 2016 which was no growth. Patient's weight had been reported. Patient was doing great after staged implant. Bowels are better. Based on the degree of improvement, they had experienced with the trial, they would like to proceed to a staged trial. The patient stated that the stimulation was comfortable and vaginal. They had not had the device reprogrammed. They were comfortable with the operation of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient got a uti last time that they used a catheter so the patient stopped using them. A phone call with the patient determined that the catheter use and uti occurred during the trial evaluation and the patient was "swollen down there." A final call with the patient determined that after changing from program 1 to program 2 the patient experienced a headache. The patient was advised to follow-up with their healthcare provider (hcp) for further investigation. The patient's trial was for non-obstructive urinary retention.. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.